Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -9.0 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault . This exchange resolved the problem. Patient related factor was reported to be the cause of this event.